Event description:
Within 5 minutes of the alaris pump being plugged into red outlet, the display flickered and a reset notification "restart channel" appeared then shut off. The staff noted the pump to be hot to the touch on the bottom. Pump immediately unplugged and removed from service. Biomedical and maintenance notified to evaluate. No harm to the pt or staff.